Event description:
It was reported the patient had his spectra penile prosthesis removed because he was not happy with the rigidity of the spectra. This device was implanted as a space holder when the patient's original inflatable penile prosthesis was removed to allow the patient time to heal. No additional patient complications were reported in relation to this event.